Manufacturer narrative:
The customer reported that the central nurse's station (cns) started displaying communication loss for several multiple patient receiver's (org's). Nk ts advised the customer to reboot this org, after which the monitored transmitters came out of communication loss. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: several org's were used in conjunction with the cns, and are the devices that experienced failure. Attempts to obtain the following information were made, but not provided: org's - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Multiple transmitters were used in conjunction with the cns, and are the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni: s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) started displaying communication loss for several multiple patient receiver's (org's).

Event description:
The customer reported that the central nurse's station (cns) was displaying comm loss for several multiple patient receiver's (org's).

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss for several multiple patient receiver's (org's). No patient harm or injury was reported. Investigation summary: nk ts performed troubleshooting steps. Clinical (cits) was involved to remote into the server and discovered they recently had a power outage. Nk ts recommended the customer reboot the org, after which the monitored transmitters came out of comm loss. The root cause is determined to be the facility's network environment. A recent power outage caused an ungraceful exit of the device. Review of the serial number history shows no recurrence of reported issue.